Event description:
It was reported that pt was implanted a durom us acetabular component 56/50 p on the left side on (B)(6) 2018. The pt was revised on (B)(6) 2013 due to loosening, fluid collection, corrosion and pseudotumor.

Manufacturer narrative:
The MFR did not receive devices, x-rays, for review. Other source documents (mdrif and op report) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).